Event description:
Nursing staff were trying to prime a new bottle of albumin on the secondary IV set. The device was not used on a patient. Staff were priming the line at the nurses' medication counter. Staff report that the albumin would not flow through the tubing. Staff opened the roller clamp completely. They also opened the vent port, but it would not flow into the line past the drip chamber. No obvious defects were seen in the tubing and there were no kinks in the line. Staff report that they removed the cap at the end of the tubing and that no needle was attached. When they replaced the tubing with another from the stock shelf, the new IV set primed without difficulty.